Event description:
Fibromyalgia, chronic epstein barr, "cfids" systemic lupus, ms, silicone poisoning, housebound most of time, couch bound most of time, severe chronic abdominal pain/sometimes with severe vomiting, irritable bowel, migraines; constant headaches, some fill head with heat, heat goes down torso; facial pain, "angina" pain, urine (strong, burn, infections), hair loss, multiple allergies, difficulty swallowing, joint pain, legs and arms burn, blood spots over arms, red face, red rash on face-cheeks and over nose; red rash on chest, red blotchy arms & shoulders, blotchy face bumps at times, "acne", insomnia, memory loss, spatial disorientation, swelling, extreme fatigue, muscle weakness, hives, welts, heat intolerance, photosensitivity, writing came out mixed up, constant whole body pain, unable to do housework, constant nausea, more when she eats, constipation/diarrhea, bruises all over, for no reason, equilibrium off, bloating, edema, swollen lymph nodes, pelvic pain, fever, serositis, arthritis, shortness of breath on exertion, inability to concentrate, inability to think, blurry vision, 60 lb weight gain in spite of 4-600 calorie, 8-14 gr fat daily, throat feels swollen, neck spasms, low grade fever - 99/100, dizziness, ears ringing, severe chest pain, chronic chest pain, respiratory: sinus, bronchitis, severe pneumonia virus, feet burn, calf cramps, legs twitch, severe muscle pain, constant spasms, itching on lower legs, hands and leg numb and tingling, depression, anxiety, irritability and anger, anemia, and palpitations.